Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the cassette during fill 1 of the patient's pd treatment. The patient contact reported receiving a draining slowly alarm during drain 0. The patient contact also reported having a pump a vs. Pump b alarm and an air detected in cassette alarm twice during fill 1 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause and exact location of the leak are unknown. The patient was advised to allow the cycler to dry and setup with new supplies for their next treatment. Upon follow up, the patient contact confirmed the reported event and that the entire back of the cassette was wet when removed from the cycler door. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient contact confirmed that the cycler dried out and the patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the cassette during fill 1 of the patient's pd treatment. The patient contact reported receiving a draining slowly alarm during drain 0. The patient contact also reported having a pump a vs. Pump b alarm and an air detected in cassette alarm twice during fill 1 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause and exact location of the leak are unknown. The patient was advised to allow the cycler to dry and setup with new supplies for their next treatment. Upon follow up, the patient contact confirmed the reported event and that the entire back of the cassette was wet when removed from the cycler door. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient contact confirmed that the cycler dried out and the patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.